Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an alarm from the system controller. The system controller screen was black and green pump icon was black indicating a pump stop. The patient was feeling well. The patient was on batteries when the event happened. The patient exchanged both 14v batteries and the alarm disappeared and the green pump icon was lit green again, indicating the pump was running. After exchanging the batteries, the system controller screen was no longer black. The ventricular assist device (vad) coordinator decided to exchange the system controller as they suspected the system controller was having issues and sent the patient home. Related manufacturer report number: 2916596-2022-11384.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the pump stopping could not be confirmed as no log files were provided by the account and the event was not captured in the retrieved log files from the returned system controller. A specific cause for this event could not be conclusively determined through this evaluation; however, the account reported that the pump resumed operation once the batteries were exchanged. The controller event log file retrieved from the returned system controller contained relevant data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. On (B)(6) 2022, the driveline was disconnected from the controller. The white power cable was then disconnected from battery power, followed by the black power cable, and a controller shutdown sequence was started. These events appeared to be consistent with the reported controller exchange performed by the vad coordinator while the patient was seen in the clinic. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11oct2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 also states that every heartmate 14 volt lithium-ion battery has its own on-battery gauge, which shows the power level for that battery. The system controller battery power gauge shows information about a combined source of power using four green bars. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. If the yellow diamond or the red battery illuminate, the system¿s power level is dangerously low and prompts a low battery power alarm. If either of these symbols illuminate, the IFU instructs the user to immediately replace the depleted batteries with a fully charged pair of batteries or switch to the power module or mobile power unit. Section 3 of the IFU, ¿powering the system¿ (under switching power sources), contains information on how to switch from battery power to the power module and mpu. Section 3 of the patient handbook, ¿powering the system¿, details how to check a battery's charge level, how to replace low batteries with fully charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.